Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). It was initially reported the device was returning; however, subsequent information indicates the device will not be returned. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during preparation, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. A conclusive cause could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that when the xpert stent delivery system was taken out of the package it was noticed that the stent was partially deployed. The device was not used and there was no patient involvement. Though requested he had no additional information.